Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the 1 cc syringe was very unstable and caused the medication to be forcefully injected into the eye resulting in a retinal tear and hemorrhage. The tear and hemorrhage was addressed and did not progress to a detachment.

Manufacturer narrative:
There have been no additional complaints reported against the finished goods lot and the device history record shows the product was released per specifications. Review of the device history record confirms that this pak contained a deviation on the 1cc syringe. The root cause is due to a temporary deviation which occurred due to a backorder with the supplier. During the backorder, substitute syringes were approved for use. No sample returned. Action will not be taken for this occurrence. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. (B)(4).